Event description:
It was reported that the height adjustment racks were not locking correctly, which could effect stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.